Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen did not display, and the displayed contents were not able to be viewed. The device's lcd display was replaced to address the issue.